Event description:
The device reportedly was providing sat readings 4-7 points lower than other devices. The patient was admitted to the pacu, placed on monitor, sat monitor reading 89, patient drowsy and slightly tachypneic, with many pre-existing conditions. A good pleth on sat, because we don't believe our pulse oximeter anymore. We tried the portable one and it was 7 points higher, preventing us from checking a blood gas or maybe even re-intubating the patient. The device battery was very low and we found the oximeter does not sit properly in the base unit. We spoke with the local masimo support rep and he provided clips to help make the oximeter sit properly in the charging base. The device was tested upon charging and the device operated as intended within specification. It was returned to service.